Manufacturer narrative:
The dental implant surgical guide is a single-use, single-patient, patient-specific device. It is manufactured using scan data which is read by medical professionals. All plans are reviewed and approved by the customer (medical professional). Once used, the clinician felt the implants were not installed according to the digital plan. It appeared as though the guide was not fully seated, or positioned firmly during the time of surgery.

Event description:
The complaint indicated that the surgical guide did not correctly facilitate placement of the dental implants into the desired location by the clinician. The implants were removed and the implant sites were then filled with bone grafting material in order to let the sites heal in preparation for a later surgery to place implants again.